Manufacturer narrative:
Corrected data:. H1. - type of reportable event

Manufacturer narrative:
A review of the manufacturing records indicated the lot met pre-release specifications. The deployment knob, deployment line, and delivery catheter were returned. Engineering evaluation conclusion(s) are: the deployment line appeared to be broken. The delivery catheter appeared to be cut and resulted in two sections. Based on the evaluation performed, no manufacturing anomalies were identified to which the event could be definitively attributed.

Event description:
Following was reported to gore. On (B)(6) 2020, a patient underwent a treatment of deep femoral artery aneurysm with gore® viabahn® endoprosthesis. An evar of left common iliac artery aneurysm, internal iliac artery aneurysm and right common iliac artery aneurysm was also planed at the same time. The jhh091002j was advanced to the target lesion and deployed. However, the deployment line broke and became separated when the device expanded by about half. It was reported the device was deployed about 2cm upon pulling the distal olive but still a part of device was constrained. The physician cut the delivery catheter at the hub but the broken deployment line was not found within the catheter lumen. The sheath was advanced as much possible by pulling the distal olive strongly and the device was fully expanded. The procedure was completed without any adverse event. The patient tolerated the procedure. The device will be returned to us for analysis. A customer response is required. It was reported no resistance was felt when the jhh091002j was advanced to target lesion. However, the physician felt a resistance when initiating deployment, and the resistance was strong when the deployment line broke and became separated. No calcification was observed. The csa requested to include that a description of a possible occurrence situation based on the length and/or cutting surface of the returned deployment line into the customer letter.

Manufacturer narrative:
Additional manufacturing narrative: c1. Name (#1) - cbas® heparin surface; manufacturer/compounder: w. L. Gore & associates, inc. Lot #16545927. Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.